Event description:
Same case as 2134265-2013-00336 and 2134265-2013-00330. It was reported that during a field service visit, a catheter pullback issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).